Event description:
It was reported that stent damage occurred. A 2.75 x 38mm synergy ii drug eluting stent (des) was selected for use to treat the lesion. However, when the physician was advancing the stent in through a 6 fr non-bsc guide extension catheter over a non-bsc guide wire, it was noted that the stent strut was damaged. A new 2.75 x 38mm synergy ii des was advanced and completed the procedure. No patient complications were reported and the patient's status was fine.